Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a buttons was did not respond on first press and received no delivery alarm. No harm requiring medical intervention was reported. The customer will continue use of the device.

Manufacturer narrative:
Retainer ring = black customer returned pump for alleged insulin flow blocked alarm and unresponsive keypad found on (B)(6) 2022. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, however, failed self test. All buttons function properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Pump alarm insulin flow blocked alarm not confirmed in pump downloaded history on event date. Pump error 63 alarm was noted during testing on (B)(6) 2022 12:41:28.000(line number = 367, file number = 37) with variable 3 due to cracked solder joints on u1 chip on keypad. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces on event date. Pump passed the keypad voltage test. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked and cold/poor solder joint. In summary, customer allegation for insulin flow blocked alarm was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Stuck button alarm and keypad unresponsive not confirmed. Pump error 63 was confirmed due cracked solder joints on u1 chip on keypad. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.